Manufacturer narrative:
The customers' findings are confirmed; however, this complaint is not confirmed to be a manufacturing defect, since each catheter is leak- and flow-tested before packaging. Having examined the faulty sample, we found that the catheter was fully clotted from distal to the 7 cm marking. The catheter was cut into two parts at 22 cm. The catheter was leaking directly distal to its fixation wing. Microscopic inspection showed typical signs of a pressure burst, which is explainable as the catheter was clotted. Two pieces of plaster were used for catheter fixation. This is the first complaint for the batches used to manufacture this catheter. Corrective action: no corrective action at this time. However, both vygon germany and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
At 0900 dressing, we & occlusive saturated with tpn & lipids. Attempted catheter exchange, when dressing taken down it was difficult to tell where leak was occurring fluid appeared to be pooling from the insertion site, but sufficient blood return within the line. Cath exchange unsuccessful.

Manufacturer narrative:
The failed sample was returned to vygon for device evaluation as part of the complaint investigation. The complaint investigation is currently in process, and the results will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
At 0900 dressing, we & occlusive saturated with tpn & lipids. Attempted catheter exchange, when dressing taken down it was difficult to tell where leak was occurring fluid appeared to be pooling from the insertion site, but sufficient blood return within the line. Cath exchange unsuccessful.